Manufacturer narrative:
H11: three (3) actual devices were received for evaluation. Visual inspection was performed and gross extrusions inside the heat seal bead was observed, however, this is part of the manufacturing process and not considered a defect. Scratches greater than 0.60 mm2 on the patient line tubing on all three samples were observed. Functional testing was performed on one patient line only and no issues or leaks were observed. The reported condition was verified, however the issues are cosmetic in nature and did not affect the functionality of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) homechoice cassettes were damaged; further described as "there was either glue, a crack, or some sort of line within the tubing about one inch under the white plastic portion." This was identified during setup or preparation of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.